Event description:
Damage to the power cord occurred exposing electrical contacts on the female end where it plugs into the laser system. No injury occurred and a patient was not involved in this event however it has been determined that this failure is not highly detectable by the hospital personnel and may pose an electrical shock risk.